Event description:
It was reported that the ilet displayed an alert 60 indicating a bluetooth communications error, persisted after multiple restarts, following accidental exposure to a washing machine; after the patient reattached the device, blood glucose rose to 320 mg/dl over several hours while using a steel cannula set on the abdomen with a dexcom g6, and the device component implicated was the circuit board. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a failure to read input signals, associated with the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.